Manufacturer narrative:
H10: h3,h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
The unit used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of manufacturing records for the reported serial no: (B)(6) found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review concluded this was a repeat issue. Visual inspection of the returned unit show no manufacturing anomalies. The warranty seal is untouched and in its original condition. The manufacturing date of the controller is rev.q / 2018. After powering up, the device generates an ¿f4 hardware failure¿ associated with an alarm sound and the red attention led. The failure could not be reset; the housing of the controller was opened - no visible manufacturing abnormalities or defective components were found. No fluid spill marks were visible inside the unit; the complaint was verified and the root cause was determined traced to component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the set up before the surgery the quantum controller was showing a hardware failure f4 when it was being switched on. No back-up device was available, therefore, the procedure was cancelled. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the quantum device is showing a hardware failure f4 when is being switched on. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.